Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient received assistance from their doctor or manufacturer's representative and their concerns were resolved. They had an appointment on an unknown date.

Event description:
Additional information received reported the pump had failed and stopped working (as previously reported). They reportedly "got it working with the remote, pump working again, the following wednesday, stopped working again". The patient heard the alarm, went to their hcp and had to have a new pump implanted. The patient started having back pain approximately 1.5 years ago, and had been on a few oral medications since 1997. No outcome was reported regarding this event. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
On (B)(6) 2014, the pump motor stalled around 1am. The alarm sounded every 10 minutes; however, the patient didn't realize what it was. The patient started experiencing withdrawal symptoms of pain and sweating late in the evening of (B)(6) 2014. The managing physician was called and the patient was instructed to go to the emergency room. The patient was hospitalized and placed on IV (intravenous) pca (patient-controlled analgesia) for pain control. The pump was interrogated on (B)(6) 2014 at 8a by the physician and still had a motor stall. A bolus was programmed and it delivered. A re-check of the pump at 9am showed that the pump had restarted. The patient was monitored over the weekend with no further events; the pump was still running. The patient¿s status was reported as ¿alive ¿ no injury¿. The device system was used to deliver morphine.